Manufacturer narrative:
Further information has been requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the myodex lead exhibited low out of range impedance. Trends suggest low voltage impedance was slightly below lower limit, but stable. Patient was stable and will continue to be monitored.